Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. Customer¿s current blood level was 174 mg/dl. Customer stated that they experienced blood glucose level was 434, 427, 406 mg/dl, 402 mg/dl, 340mg/dl, 204 mg/dl, 323 mg/dl. Drive support cap was normal. Customer was treated with insulin pump. Customer stated that the there was no leak and air bubble. Customer stated that the insulin pump passed self test and displacement test. Insulin pump will not be returned for analysis.